Event description:
A customer reported that the battery of their device was depleting quickly and required frequent charging. There was no adverse impact to the customer's blood glucose level. Technical support investigated the battery issue but found no data on the problem and closed the case after the customer declined further follow-up.